Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the foreign object inside the auxiliary water tube. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the following in gif/cf/pcf-290 series operation manual chapter 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object inside the auxiliary water tube. There was no patient involvement.